Event description:
The nurse alleged that the beds brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster pads were dirty. The technician cleaned the brake caster pads to resolve the issue.